Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the upper case was dented and contaminated. Lower case was broken and contaminated. Battery release, ring cover, and battery drawer were contaminated. Bail covers were broken, lead flex cover was corroded, and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.